Event description:
It was reported by the patient¿s father that on (B)(6) 2026, the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 4-24 hours of pod wear on the leg. The patient reportedly developed symptoms including high ketones, vomiting, and lethargy, which prompted the father to seek medical attention. The patient was subsequently admitted to the hospital and diagnosed with mild diabetic ketoacidosis. Treatment during hospitalization included insulin and fluids. The patient remained hospitalized for approximately four days and was discharged on (B)(6) 2026. The pod involved was removed and discarded at the hospital and it is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.